Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694965 lead and 5076-52 lead, implanted on (B)(6) 2007 (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had possibly reached elective replacement indicator (eri) prematurely. It was noted that while the eri indicator was not yet present, battery voltage was indicative of eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.